Manufacturer narrative:
The device remins implanted. This is a final report.

Event description:
The patient reportedly experienced sound perception problems and intermittency. The pt was seen at the center for evaluation. Programming adjustments were made. However, the problem was not resolved. On september 15 2005, testing performed by ab representative demonstrated that the device was not fully functional. Further programming recommendations were provided. The reported issue was resolved by the use of another programming strategy. The center and patient decided not to remove the implant as patient is performing very well with her new program.